Event description:
Reportable based on analysis approved on (B)(6) 2013. It was reported that the stent was unable to cross the lesion. Vascular access was obtained via right femoral artery. The 90% stenosed de novo target lesion was located in the mildly calcified proximal to mid segment of right coronary artery (rca). The lesion was predilated using a 2 x 10mm, 2 x 15mm & 2.75 x 8mm, 3 x 8mm noncompliant balloon catheters. The physician advanced a 28 x 2.50mm taxus liberté stent with the support of a non-bsc buddy wire, but the stent encountered resistance due to mild angulation and failed to cross the lesion despite adequate pre-dilatation and buddy wire support. The physician then completed the procedure with the deployment of a 2.5 x 15mm non-bsc baremetal stent, 2.75 x 20mm and 2.75 x 28 taxus¿ liberté stents in an overlapping fashion. Postdilatation was then performed using a 3 x 8mm noncompliant balloon catheters for better apposition of the deployed stents. Final coronary angiography revealed better result with timi flow iii. No patient complications were reported and the patient status was stable. However returned device analysis revealed a proximal stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was received for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Struts on the two most proximal stent rows were stretched and damaged. This type of damage is consistent with the stent meeting resistance upon advancement. The outer was kinked and stretched at several locations between the port and the proximal end of the stent. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).